Event description:
The fe reported as per the customer the system mainframe is not booting up but the workstation is booting normally. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The s-ram was evaluated and replaced. The system was tested and found to be working as intended and returned to service.